Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo of three 3ml syringes in fully sealed blister packs were received and evaluated. It was observed there was no visible print on any of the syringes, which was rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. The missing print defect was found during the manufacture of this batch and a requalification was performed. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported when using the bd luer-lok¿ disposable syringes with bd luer-lok¿ tip there were scale marking issues. The following information was provided by the initial reporter. The customer stated: when opening the box "several syringes did not have graduated markings on them."